Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an exaggerated instrument movement while zooming with the camera. At this time, it is unknown what caused the exaggerated movement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to recover the error and proceed with the procedure as planned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by power cycling the system.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, universal surgical manipulator (usm) led turned yellow, and error 23124 appeared. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed error 23124 in the logs, which was caused by an exaggerated instrument movement while zooming with the camera. The procedure was completed as planned with no reported injury.